Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had to be hospitalized with high blood glucose (bg) reading at 22 mmol/l (396.4 mg/dl). The patient was thirsty and was not vomiting with high ketones present. It was reported that the omnipod personal diabetes manager (pdm) was turning off and on and was not able to turn the pdm back on. At the hospital the patient was treated with manual insulin injection and was prescribed long and fast acting insulin pens. The patient was released on the following day (B)(6) 2023).